Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unknown gel implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced bilateral deflation on breast implants. As a result, patient underwent bilateral removal and replacement with mentor breast implants of unknown type, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the b side implant, see manufacturer report number 1645337-2018-05275 for contralateral prosthesis.